Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor displayed code 204 and failed incoming testing. Upon evaluation, the y402 crystal oscillator was defective and did not produce an output. The cause of the code 204 is a lack of communication between the monitor and electrode belt. The cause of the lack of communication is the lack of output from the y402 crystal. The root cause of the lack of output cannot be positively identified. No adverse event resulted from defective component.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying code 204.